Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed no delivery and then alarmed an error. The mother stated that the customer went into diabetes ketoacidosis, but she did not remember the date. The caller stated that the customer was throwing up and his father took him to the hospital. It was stated that the cannula was bent, and his blood glucose was over 600mg/dl. The caller did feel uncomfortable with the device and requested the device be replaced. No further information was provided.